Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer declined additional troubleshooting with technical support, no additional information was provided.